Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the unit would not mesh properly. The calibration was adjusted and the reported event was resolved. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: japan.

Event description:
It was reported that the device was in need of repair for an unknown reason. There is no information provided regarding the timing of the event. No adverse events were reported as a result of this malfunction. Due diligence is complete, no additional information is available.